Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during embolization procedure at posterior communicating artery, the subject coil was difficult to withdraw from the introducer sheath, the coil was noted kinked 1 cm distal from the delivery wire and after applying some pressure, the kink section was fractured. Then the physician filled this coil into the aneurysm and tried to detach it several times, but the coil was unable to be detached properly. The physician withdrew the subject coil and replaced with another coil to complete the procedure successfully. There were no reported clinical consequences to the patient.

Event description:
It was reported that during embolization procedure at posterior communicating artery, the subject coil was difficult to withdraw from the introducer sheath, the coil was noted kinked 1 cm distal from the delivery wire and after applying some pressure, the kink section was fractured. Then the physician filled this coil into the aneurysm and tried to detach it several times, but the coil was unable to be detached properly. The physician withdrew the subject coil and replaced with another coil to complete the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date ¿ added. D10/h3 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached ¿ updated. H4 manufacturing date ¿ added. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the coil was confirmed to be in good condition during preparation/prior to use on the patient, the coil was prepared as per dfu, and continuous flush was maintained throughout the procedure. Analysis of the returned device revealed that the main coil was kinked/bent, severely stretched, the coil delivery wire kinked, and the proximal contact wire was fractured. It is likely that the damage to the main coil resulted from the procedural factors during use which caused the reported introducer sheath friction during withdrawal. Based on the investigation, these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use therefore, an assignable cause of procedural factors will be assigned to the as reported issues coil introducer sheath friction, main coil kinked/bent and stretched. It was reported in the complaint that the delivery wire was broken; however, it was actually the proximal contact wire was found broken during analysis. It is likely the delivery wire kinked, and the proximal contact wire subsequently fractured as a result of additional pressure applied at the proximal end of the device in response to the reported sheath friction. Due to the damaged delivery wire and proximal contact, electrolytic detachment failed. Therefore, an assignable cause of handling damage will be assigned to the as reported and as analyzed issues coil delivery wire kinked/bent, coil proximal contact wire broken/fractured and main coil filed/unable to detach. The proximal contact is not a contiguous part that forms the delivery wire but is a subcomponent location at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contributed to and/or cause any patient injury; the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.